Event description:
On monday, (B)(6) 2021 philips respironics issued a voluntary recall of nearly all of their CPAP, auto-pap, bipap, and asv devices used to treat obstructive sleep apnea that were produced over the past 8-10 years. I learned of the recall mid (B)(6) 2022 after the device failed and after I sought a replacement. Philips promised a replacement in 6 months which is yet to materialize despite repeated follow-ups. FDA safety report ID #(B)(4).